Event description:
It was reported that the bipolar impedance had been trending up for the past six months, up to 1312 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.